Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported "when the package was opened it was noted the wire in the plastic tubing was out of the tubing. Another device of the same product was used to do procedure". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During investigation a visual examination discovered that the distal solder connection has separated from the coil and inner mandril wire, resulting in coil elongation at the proximal end.